Event description:
A customer tested a patient sample for troponin (accu tni) and obtained a result of 0.744 ng/ml. The specimen was re-tested and repeated result was 0.394 ng/ml. A second sample collected from this patient gave a result of 0.642 ng/ml initially, and 0.777 ng/ml upon repeat. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The 1st specimen was slightly hemolyzed. The 2nd sample was normal in appearance. Before- reanalyzing, the customer pours off a new sample. Qc was within specifications prior to the erroneous results. Customer did not question any other assays or results. A field service engineer (fse) was dispatched: the fse performed hardware verification and proactively replaced the peri-pump tubing. Sample handling was discussed with customer. No clear root cause for this event has been identified to date. A malfunction will be assumed for the purpose of this report.